Event description:
Customer states while using the heating pad it emitted a smoke smell. No injuries or property damage were reported with this incident.

Manufacturer narrative:
Bunching/crushing of the pad is abuse of the product and a violation of the instructions and warnings provided. This incident is direct result of misuse/abuse of the product. There were no injuries or property damages reported with this incident.